Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2021-0435. All information can be found under manufacturer report number 1416980-2021-0435. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and was treated with vancomycin injection (1gm, after three days, ongoing, route not reported), meropenem injection (500mg, ongoing, route, frequency not reported) and fluconazole injection (200mg, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.